Manufacturer narrative:
Concomitant products: jaw open lf1923 ligasure maryland 23cm (lot number: 20540129x). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lung resection, it was used for output several times after the start of procedure. There was no problem with the output itself, but there was a sense of discomfort when squeezing the device. Also, the jaws became unable to be opened and closed smoothly, so usage was discontinued. A new product was used but did not completed the procedure. It was replaced with a new one halfway through. The generator used was ft10. The knife was found to be slightly exposed and stopped when it was received, so it was confirmed with the doctor if it had not grasp a foreign material etc, but the doctor said that there was no such a situation. There was no patient injury.

Event description:
According to the reporter, during a thoracoscopic lung resection, it was used for output several times after the start of procedure. There was no problem with the output itself, but there was a sense of discomfort when squeezing the device. Also, the jaws became unable to be opened and closed smoothly, so usage was discontinued. A new product was used but did not completed the procedure. It was replaced with a new one halfway through and there was no issue with the second device. The generator used was ft10. The knife was found to be slightly exposed and stopped when it was received, so it was confirmed with the doctor if it had not grasp a foreign material etc., but the doctor said that there was no such a situation. The product was replaced with a new one and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 this event has been reassessed and found not to be a reportable event and is not associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lung resection, it was used for output several times after the start of procedure. There was no problem with the output itself, but there was a sense of discomfort when squeezing the device. Also, the jaws became unable to be opened and closed smoothly, so usage was discontinued. A new product was used but did not completed the procedure. It was replaced with a new one halfway through. The generator used was ft10. The knife was found to be slightly exposed and stopped when it was received, so it was confirmed with the doctor if it had not grasp a foreign material etc., but the doctor said that there was no such a situation. The product was replaced with a new one and the procedure was completed. There was no patient injury.